Manufacturer narrative:
The investigation into this matter is finalized. Our field service engineer made several attempts to contact the customer (called and left messages 4-5 times) without any feedback from the customer. As a consequence no service has been dispatch to the hospital. No additional information or requests has been yet received. Due to lack of information we are unable to establish the cause of this event.

Event description:
(B)(4).

Event description:
It was reported that the compressor was randomly shutting down. There was no patient involvement reported. (B)(4).